Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a proximal locking of an a2fn nail the guide wires were being inserted as per technique. It was noticed that the guide wire went through a2fn proximal recon hole as expected; however, the distal wire was missing the hole and passing behind the nail. Construct was checked and surgeon could not insert the wire into the distal hole. Surgeon removed the aiming arm and drilled the distal recon hole free handed to achieve proximal locking. It was also noted two protection sleeves were diverging as they approached the nail. The procedure was completed noting a 30 minute delay with reportedly no impact to the patient outcome. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.